Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's luer lock unscrewed from the infusion set. The customer was unsure if blood glucose level was impacted.